Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The gas inlet valve was replaced, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit was unable to mechanically ventilate. There was no report of patient involvement.